Event description:
A female admitted for removal of im (intramedulary) nail, left femur with reaming and replacement for non-union of the left femur. History of fracture in 2005 and orif (open reduction internal fixation). She was doing well until she suddenly found that she had lost control of the leg and had pain since. X-ray and CT showed a nail in place with proximate distal locking screw. The distal screw was broken. Intra-op per surgeon the screw was broken medially, both pieces removed.